Manufacturer narrative:
Concomitant products: erbe vio 300d and erbe icc 200. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Difficulty with electrosurgical current application could have occurred if any cord connections were not secure. These connections include electrosurgical unit to active cord and active cord to papillotome. The instructions for use state the following: "with electrosurgical unit off, prepare the equipment. Active cord fittings should fit snugly into both device handle and electrosurgical unit." This verification activity will ensure the equipment is prepared to provide the electrosurgical current the papillotome needs for device usage. The instructions for use also tell the user: "follow electrosurgical unit manufacturer's instructions, verify desired settings." When applying electrosurgical current, it is important to continuously move the needle knife in order for it to cut. The instructions for use state: ¿insert needle knife into papillary orifice and, using a continuous motion, activate needle knife. Caution: it is essential to move needle knife while applying current." It is essential that the needle knife be completely out of the endoscope and visible prior to applying electrosurgical current. The instructions for use advise the user: "with needle knife fully retracted into sheath, advance tip of papillotome into endoscope accessory channel and continue to advance in short increments unit device is endoscopically visible." The user is advised to straighten out the papillotome prior to using it as using it in a coiled position will prevent it from working as intended. The instructions for use state: "upon removing device from package, uncoil papillotome and carefully remove tip protector from distal tip of device. Note: do not extend or retract needle knife while the device is coiled, as this may cause damage to papillotome and render it inoperable." Prior to using the device, the user is advised to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all huibregtse triple lumen needle knife papillotomes are subjected to a visual inspection and functional test to ensure device integrity. This includes an active cord connection simulation test and a continuity test between the cutting wire and electrical pin. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook huibregtse triple lumen needle knife. The physician used the needle knife to attempt to gain access to the common bile duct (cbd). The physician went to cut with the needle knife, and it was not giving him a cut, only slightly cauterizing the tissue (using erbe vio 300d with settings at 70 watts, effect 2). We checked the active cord connection, checked the erbe and the settings, got a different erbe (erbe icc 200 with settings at 70 watts, effect 2) and different active cord and we were still unable to cut with the needle knife. The physician removed the needle knife in question and opened a new one and was able to cut and proceed with no issue. They did not record the lot number of the needle knife they had problems with and disposed of it during the procedure